Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to dehydration and high blood glucose. The blood glucose level at the time of the event was 420 mg/dl to 450 mg/dl, customer is unsure. Customer was incoherent and nauseated. Customer also had an infection on her foot. Hospital with fluids. Nothing further reported.